Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. A microscopic examination was performed and a balloon pinhole was found. Functional analysis was performed, and the balloon was inflated without a problem; however, there was a pinhole in the proximal section on the body of the balloon. It is possible that interaction with the scope and other sharp devices during the procedure could create friction on the balloon, causing the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label as the balloon was pre-inflated.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the biliary during a balloon dilatation procedure performed on (B)(6) 2021. During the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon was leaking. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. It was noted that the balloon had been pre-tested prior to use in the patient. Note: the instructions for use (IFU) indicate not to pre-inflate the balloon. Investigation results revealed that this balloon had a pinhole; therefore, this is now an MDR reportable event (see block h10 for investigation details).